Event description:
The customer reported to olympus that the gastrovideoscope¿s tip was peeling off and the ultrasonic images were dark. The issue was found during preparation for use of an unknown procedure. The device was returned for evaluation and during the device evaluation, the acoustic lens was found to be peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the ultrasound probe adhesive surface was detached, the ultrasound image was defective due to the peeling of the acoustic lens, the number of missing element exceeded standard value due to the damage on the ultrasonic probe, water tightness was lost due to a scratch on the distal end, bending in the up direction did not meet standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip, had a crack, and was detached, the adhesive around the objective lens was peeled, the light guide and acoustic lenses had a scratch, the connecting tube had a scratch, the distal end had a stain, the acoustic lens was damaged, the up/down knob could not be locked securely due to the wear of the forceps evaluator lever, the protector of the universal cord had a scratch on the control section side, and the paint on the air/water cylinder was peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/address name: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported tip/acoustic lens peeling issue could not be determined, however, the issue was likely the result of impact stress due to user handling/mishandling and or chemical stress due to device cleaning/reprocessing. Olympus will continue to monitor field performance for this device.